Event description:
I had lasik surgery done. In the pre-op appointment, I was concerned about potential side effects of lasik. I was told starburst, halo, and glare would all go away after the surgery. The surgeon never mentioned possibility of permanent side effects. I also asked if the flap heals completely. I was told the flap heals but in reality it never helps completely. I was never given a dry eye test either and was told this would be temporary. I was not warned of other side effects including potential ectasia, epithelial ingrowth, abrasions, etc. I fell to this scam and now I'm nearly 2 years out with glare, starburst, dry eye, eye pain, floaters, uncomfortability. I've been to 10 different doctors and no one can say why this is happening, if it will get better, and what can be done to fix this. Many doctors diagnose me with larger pupils than ablation. If I had known this, I would not have done the surgery but again wasn't warned. I understand lasik provides value to many people. However, the lack of information provided by lasik clinics and discrepancies of information online and patient reportings makes it hard for a patient to navigate.